Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. Insulin pump received with intermittent buttons due to corroded keypad trace. No button error alarms noted. Insulin pump received with minor scratches on the lcd display window, cracks in the display window corners and moisture were found at the electronic or motor assembly per visual inspection.